Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The patient noted the cannula was bent. A new pod was applied to treat the hyperglycemia. (B)(6).

Manufacturer narrative:
The device was returned and no issues were observed in the exposed portion of the soft cannula. Fluid path testing confirmed fluid was able to pass through the tip successfully. The downloaded data did not show any issues that would indicate an occlusion from a bent/kinked cannula occurred. No problem was found.